Manufacturer narrative:
Corrected information: health professional, user facility, company representative. Investigation summary: a review of the dimensional verification, drawings, quality control data, instructions for use(IFU) and a visual inspection of the returned device were conducted during the investigation. The device was returned in used condition. The extension tube for the red hub was separated in two, and broke off 2.8cm from the red hub. The overall length of the red hub extension tube is within specification. The outer diameter of the red extension tubing is also within specification. The blue clamp is not present, but the break appears to be a shear in the area where the clamp would have been in the fully closed position. The red hub is the distal exit port and the one which would be used for power injection. Additionally, a document based investigation evaluation was performed. There was no lot number provided for this complaint. Therefore, a review of the work order for non-conformances and review for related complaints could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause has been determined to be related to the extension tubing becoming kinked or bent at the closed clamp site, causing the line to break. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Corrected information: reported to regulatory agency- no. Further investigation of the returned device shows: a crack was observed measuring 8mm in length from the blue hub. However, no leakage was observed during the leak test. This could have been due to the syringe covering the crack. The outer diameter of the extension tubing measured within specification. One of the hazards identified with microclave connectors is cracking caused by excessive torque from the use of forceps or hemostats to make connections. Due to the location of the crack, it is feasible that the microclave to luer connection met with excessive torqueing, causing cracking and leakage. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined; however measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during a central line insertion procedure, the double lumen polyurethane central venous catheter tray was used. The line extension for the distal lumen on the 7fr x 3 lumen was broken off. It was later reported in a response to a request for additional information that the blue lumen had been backed up with blood. The nurse attempted to flush the line and the flush was not successful. There were not cracks or compromises to the line that could be readily observed. When the cap of the line was removed, upon closer inspection it was discovered that the blue port underneath the cap was cracked. The line was clamped and the doctor was notified. The line was later replaced. The device is reportedly available for evaluation.